Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of an ilet system experienced recurrent insulin occlusion alarms associated with contact detach infusion sets, particularly when attempting meal announcements after ¿insulin is low¿ or ¿change insulin¿ alerts, resulting in inadequate insulin delivery and hyperglycemia up to 263 mg/dl for approximately three hours. Symptoms included elevated blood glucose without ketone testing, medical intervention, or acute complications. Outcomes included temporary disruption of insulin therapy and the need for user troubleshooting and education. Investigation included engineering log review and user interview. Investigation of this case revealed occlusion alarms occurred when supplies were low or not changed and when the user did not perform fill tubing to re-establish flow after an occlusion alert; the user reported alternating infusion sites. It was concluded that the events were consistent with insulin flow interruption due to occlusion that resolved after proper supply change and performing fill tubing, with user education provided on timely supply changes and occlusion recovery steps.